Event description:
It was reported that the health care professional (hcp) had called in to review the farfield oversensing for this pacemaker device. Technical services (ts) reviewed and stated that the right atrial (ra) lead farfield was corrected and all post ventricular pacing events were falling into [as] on both presenting electrogram (egm) and there was evidence of pacemaker mediated tachycardia (pmt). Ts recommended programming options. There were no patient symptoms reported. This device remains in service. No adverse patient effects were reported.